Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open bariatric procedure, the stapler did not fire during firing the stomach. The black pusher thumb piece could not be moved at all. A new device was used to resolve the issue and complete the case. There was no patient injury.